Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (faults while charging) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the faults is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was producing faults while charging the battery packs.